Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was advised on how to adjust setting parameters for sculpt and quad modes. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the system would not phaco during a procedure. The case was completed using n alternate system. There was no harm to the pt.